Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw clip was attempted to be implanted in the central/medial location at a2/p2. Insertion of the posterior leaflet was difficult but eventually was successfully captured using independent gripper actuation. The clip was deployed; however, after 2-3 heartbeats the posterior leaflet detached from the clip (single leaflet device attachment (slda)). Leaflet tear was suspected and the mr rose back to grade 4. An additional xtw clip was implanted successfully to stabilize the slda and reduced the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported difficult leaflet capture appears to be related to the patient conditions (left ventricle dilatation and tethering of posterior mital leaflet and coaptation gap of approximately 2-3 mm). A definitive cause for the single leaflet device attachment (slda) cannot be determined. Unspecified tissue injury (torn leaflet) appears to be related to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.